Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: product ID 694758 implantable tachy lead implanted: (B)(6) 2010; product ID 5076-45 implantable pacing lead implanted: (B)(6) 2010; product ID 419678 implantable pacing lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported a cardiac resynchronization therapy - defibrillator (crt-d) device had exhibited shorter than expected longevity. The device was replaced and returned for analysis. No patient complications have been reported as a result of this event.